Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8100 lvp was affected by bezel post recall. Upon evaluation, bd service technician confirmed that the device had broken door assembly, cracked/chipped ail, corroded iui female, rib damage in male iui, contaminated membrane frame and dent on case rear. Replaced door assembly, iui female, iui male, contaminated membrane frame and case rear. There was no reported patient involvement.